Manufacturer narrative:
(B)(4). Pt age: the age of the patient is unknown; however, it is known that the patient is "elderly". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion with a half day infusor. The device was filled with 4100mg of desferrioxamine in 44.2ml of sodium chloride. The morning after being connected, the patient observed that the device had not completely infused. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured 10/23/2014 - 10/24/2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.